Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported they were trying to check the patient¿s implantable neurostimulator (ins) and potentially increase stimulation, but when they connected to the ins using the patient programmer (pp) it showed the elective replacement indicator (eri). The consumer tried multiple sets of batteries in the pp, but they kept seeing eri. The consumer mentioned they ¿thought the ins would last forever.¿ when asked when the eri message was first seen the consumer stated today, but ¿it¿ had been off, and they hadn¿t checked it for awhile so it could have been there earlier. The consumer was going to speak with their healthcare provider (hcp) about what to do next and if they should make any changes to stimulation. The consumer first stated the eri was due to normal depletion, but additional information received from the consumer reported the eri message was not due to normal battery life. To resolve the issue surgery was scheduled.